Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with high blood glucose at 475 mg/dl. The customer experienced the symptom of vomiting and went to the emergency room. It was also stated that the customer experienced diabetic ketoacidosis, but did not specify when it was that this occurred. The customer reported her insulin pump also alarmed no delivery on multiple occasions. It was additionally stated that the insulin pump and blood glucose sensor were not properly communicating; the customer experienced false low/high alarms and lag time. Nothing further was reported.